Manufacturer narrative:
January 04, 2016 09:54 am (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was left in the loading device when the delivery system was pulled out. A replacement device was used to complete the procedure. The surgical time was extended for two minutes. The hospital did not report any patient effects.